Event description:
It was reported that the titanium sleeve came out of the crimp when the surgeon tried to pass the cable through the hole of the connector. Another cable-ready implant was used to complete the procedure.

Manufacturer narrative:
Eval summary: the scratches and dents on the outside of the sleeve indicate that it may have been pulled out of the connector with enough force to cause the scratches and dents. A step present in the connector should have prevented the sleeve from pushing through the connector when the cable was inserted. It is not known how the cable was used and handled during the reported incident. If the screw was tightened partway down after the cable was partially inserted, it could account for the dents in the sleeve and the cable being seized into the sleeve. If debris was on the cable during insertion into the sleeve, it could also have accounted for the cable being seized into the sleeve. With the info provided, it is not possible to determine a root cause for the event described. Eval: as returned, the sleeve is out of the connector and seized onto the end of the cable. There are several scratches on the sleeve and enough denting that could account for the sleeve now being seized on the cable. The product meets specs where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.